Manufacturer narrative:
The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08715 inches. The pump history and trace files were successfully downloaded using thus. There were no pump error 43 or pump error 54 alarms noted during testing. A review of the pump history and long trace files shows there were no pump error 54 alarms and on 3/21/2023 there were : four (4) pump error 130 mfda (linenumber 531 filenumber 121) alarms (2x 04:24, 04:34, and 04:40) one (1) pump error 28 rtc mismatch (linenumber 1340 filenumber 4) alarm (04:31:47) generated since the time drift between the main and motor clock was more than 1 min six (6) pump error 63 hardware error (linenumber 399 filenumber 32143) alarms (2x 04:33, 2x 06:18, and 2x 06:21). - was recorded in the motor code since the gpio pin was not set correctly. Thirteen (13) pump error 43 motor drive error (linenumber 681 filenumber 121) alarms (between 04:34 and 06:27). - was triggered in the rewind step due to a hall sensor error three (3) pump error 3 motor processor (linenumber 2803 filenumber 2002) alarms (04:43, 06:18, and 06:21). Pio high was not raised during the expected time-out (100 milli sec) or the ack wasn't received during the time-out (100 milli sec ). The pump was cut open to perform a visual inspection. Heavy corrosion and moisture damage were found on the electronic assembly (pcba 1 and pcba 2) and vibrate harness assembly. Rust and corrosion were also found on the motor and force sensor. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, damaged serial number label, damaged end cap address label, pillowing keypad overlay, cracked battery compartment at the corner of the belt clip rails, and cracked battery tube threads. Pump error 130, pump error 28, pump error 63, pump error 3, and pump error 43 alarms are all confirmed due to moisture damage on the hardware. Pump error 54 alarms are not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned".

Event description:
Information received by medtronic indicated that the customer received a pump error 43 and 54. Troubleshooting was performed and customer can able to clear the alarms successfully and cannot rewind pump . No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and the pump will be returned for analysis.